Event description:
Customer reported that the insulin pump alarmed button error and they were unable to clear it. Customer's blood glucose reading at the time of the call was 133 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarm noted. The insulin pump has minor scratches on lcd window, cracked case at display window corners, case at reservoir tube window corners, reservoir tube window and missing end cap sticker.